Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
High shock impedance reported trending up and down to >200 ohms. Lead is connected to bsi telegen ICD, suggested reprogramming coils and repeat tests to identify a coil issue. Lead remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.